Event description:
Ous MDR - it was reported that approx. 32 months after the implantation, the device indicated battery depletion. Biotronik has no information in regards to a revision. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, 11 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted as a result of a depleted battery. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the battery was disconnected from the electronic module to check its functionality. A thorough investigation did not show any abnormality. The current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery, insulation damage within the battery was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.